Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H10: d4 (expiry date: 03/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, blood allegedly was not returned from the device. The device was reported to be removed off the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that approximately one year and two months post port placement via left internal jugular vein, allegedly there was no blood return. The patient experienced neck swelling and pain during the infusion of anticancer drug. The device was reported to be removed off the patient. The current status of the patient is unknown.